Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR. Report: 1627487-2013-21282. It was reported that one of the patient's occipital scs leads (off-label) was eroding through the skin. As a result, the patient underwent surgical intervention to explant and replace the scs lead and corresponding anchor. There is no additional information at this time.